Event description:
It was reported that this pacemaker entered safety mode. Subsequently, it was explanted and a new device was implanted. No additional adverse patient effects were reported. The device has been returned and analyzed.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted. This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states. Corrected fields: report source field (g2) in section g, all manufacturers. Report source (other) field (g2) in section g, all manufacturers. Corrected fields: implant date field (d6a) in section d, suspect medical device.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted. This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states. Corrected fields: report source field (g2) in section g, all manufacturers. Report source (other) field (g2) in section g, all manufacturers. Corrected fields: implant date field (d6a) in section d, suspect medical device.

Event description:
It was reported that this pacemaker entered safety mode. Subsequently, it was explanted and a new device was implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker entered safety mode. Subsequently, it was explanted and a new device was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted. This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states. Report source field (g2) in section g, all manufacturers. Report source (other) field (g2) in section g, all manufacturers.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker entered safety mode. Subsequently, it was explanted and a new device was implanted. No additional adverse patient effects were reported.